Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) wavelet detection had trouble discriminating svt (supra ventricular tachycardia) episodes versus vt (ventricular tachycardia). Therefore, a svt episode was detected as vt and treated with anti-tachycardia pacing by the device. The crt-d was reprogrammed and the patient¿s medications were adjusted. It was noted that the crt-d is scheduled be replaced in five days. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to wavelet detection. Analysis of the device memory also had an observation relating to svt detection. If information is provided in the future, a supplemental report will be issued.